Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro cannula broke. Nothing was left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Result of trend analysis - similar events. (B)(4).